Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing the anastomosis during robotic laparoscopic bariatric procedure, stapling was not possible to performed, the stapler did not proceed, and the load did not staple, it locked. The same event occurred twice on the reload. Another handle and reload were used to complete the case. There was no patient injury.